Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of a couple lenses get damaged and doctor believed it was from the cartridge. Lenses damaged, loaded 1st fine by experienced scrub tech, it ripped when inserting. The pusher pushed out the lens sideways and tore it. Doctor did everything for the 2nd try and he paid close attention and half way through the cartridge, it was not set like it should and ripped the same as the first lens. Both had to be removed from the patient¿s eye. Additional information has been requested.